Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the stent elongation occurred. The target lesion was located in a coronary artery. Following pre-dilatation with a non-bsc balloon catheter, a 12 x 2.50 promus premier¿ drug-eluting stent was implanted to treat the lesion. The physician felt that the promus premier¿ was longer based off the length of the non-bsc balloon. Sample device was measured to be 12.5mm and it was determined by the physician that the implanted stent was longer than it should be. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the hypotube broke outside the patient's body.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a non-bsc balloon catheter and another of the same device which was used as a sample to verify the stent length. The stent was deployed during procedure and therefore not returned for analysis. The complaint report states that the stent was longer than the 12mm specified on the label. However on review of the device¿s records and a review of the batch records, there were no issues with the overall stent profile during the manufacturing process with a max stent length recorded at 12.66mm. Therefore it can be determined that the correct length stent was associated with the labeling instructions. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon has been subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall are not as prominent possibly due to the balloon previously receiving positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at 681mm and 756mm from the strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the stent elongation occurred. The target lesion was located in a coronary artery. Following pre-dilatation with a non-bsc balloon catheter, a 12 x 2.50 promus premier¿ drug-eluting stent was implanted to treat the lesion. The physician felt that the promus premier¿ was longer based off the length of the non-bsc balloon. A sample device was measured to be 12.5mm and it was determined by the physician that the implanted stent was longer than it should be. No patient complications were reported and the patient's status was good.